Event description:
It was reported by service report that the cot had damaged torsion springs and the restraint buckle was functioning intermittently. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Restraint strap buckle.